Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states after the catheter was initially placed in patient on (B)(6) 2013, the tissue still has not grown over the catheter cuff. The cuff was still exposed. The catheter was pulled and replaced.